Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the customer observed tubes that were "spraying" when removed from the holder. The following information was provided by the initial reporter: we have experienced an issue with some of the 4ml edta tubes lot #2109083 that are spraying when we remove them from the tube holder.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-29. H.6. Investigation summary: mat: 367861. Lot: 2109083. Bd received 9 samples from the customer in support of this complaint. The 9 sample tubes were functionally tested and, all tubes were within specification limits and did not exhibit any leaking issues. Additionally, 10 retention tubes from the bd inventory were functionally tested with no issues being identified, bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the customer observed tubes that were "spraying" when removed from the holder. The following information was provided by the initial reporter: "we have experienced an issue with some of the 4ml edta tubes lot #2109083 that are spraying when we remove them from the tube holder"